Event description:
During an in clinic follow up, intermittent sensing and undersensing was observed on the right ventricular (rv) lead. Technical support confirmed the sensing problem. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Manufacturer narrative:
D6a - date of implant is estimated to have occurred in 2013.